Event description:
The patient contacted animas on (B)(6) 2013, reporting that she has had high blood glucose (bg) levels for the past week. She reported that her bg's went into the 500'smg/dl with ketones, vomiting, nausea and headache. She stated that she was unable to get her bg down and was taken to the emergency room. She was treated in the emergency room and her bg came down to the 140's. She reported that she went home and her bgs came back up between 300mg/dl and over 500mg/dl with ketones. She gave herself boluses via injection and was using the pump for basal only and that when she gave herself injections her bgs came back to target. She stated that she was tested for diabetic ketoacidosis (dka) at the hospital and was not in dka. She was also tested for infection or other illnesses and was normal. She stated that there is something wrong with her pump. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump bolus history revealed that the last bolus and basal delivery was performed on (B)(4) 2013. The pump alarm history revealed typical usage; no alarms were noted in the black box or alarm history related to the reported event. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.